Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was locked up and became non responsive, crack around reservoir opening, diminished battery life, insulin pump rewind slower than it had in the past, lost date and time. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed rewind test, self-test, a21 error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms, rewind anomaly or reset time or date anomaly after change battery noted during testing. Device had cracked reservoir tube lip.